Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the values on the external pulse generator (epg) were off range and the battery drawer needed to be replaced. The status of the epg is unknown. There was no patient involvement.